Manufacturer narrative:
Patient file review showed that the customer ran two system checks which failed, as reported. The root cause of both failed system checks was attributed to the driver detecting air flow where none was expected. This check failure can occur when there is an issue with the left mass flow sensor cable, which connects the left mass flow sensor to the main printed circuit assembly. Because of this, the left mass flow sensor cable was inspected for damage, proper connection and alignment. No damage or other anomaly could be found. The driver passed incoming functional testing, as well as all five system checks run to replicate the issue. The driver passed all testing, no device malfunction could be found and the customer complaint could not be reproduced. Patient data file review confirmed the two failed system checks as reported by the customer; however, the system check failure could not be reproduced. Inspection found no damage or abnormalities on external or internal components of the driver. The driver passed incoming functional testing as well as all five system checks run to try and reproduce the issue. No device malfunction was found. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5290; (B)(4); follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce 5290 initial.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system checkout.